Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was trying to do a bolus and the buttons stopped working. Customer removed the battery and when he placed in back in, he received a failed battery test. Customer put in a new battery and the alarm cleared. Customer stated that the numbers just kept going up and scrolling even after removing his finger from the button. Customer did not receive a failed battery alarm during troubleshooting. Customer was advised that he would be shipped a replacement battery cap as a courtesy. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.